Event description:
It was reported that the patient had undergone revision surgery due to the right lead showing out-of-range/high-impedance readings on all electrodes. The patient was unable to run therapy sessions due to a lack of stimulation. An x-ray confirmed that the right lead was fractured. The right lead was removed, and a new lead was implanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). The lead assembly was returned for analysis. The alleged out-of-range/high impedance was confirmed. The lead failed the functional testing. Visual inspection observed a separation in the lead approximately 2 inches below the distal electrode #4. Closer inspection confirmed rounded, fractured coils across all coils. No other damages or anomalies were observed throughout the lead. Updated h6.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had undergone revision surgery due to the right lead showing out-of-range/high-impedance readings on all electrodes. The patient was unable to run therapy sessions due to a lack of stimulation. An x-ray confirmed that the right lead was fractured. The right lead was removed, and a new lead was implanted without complications. There was no report of patient harm or injury.